Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Investigation has been completed based on current info. No further action is warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based of these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax and mail. Medical records were received on (B)(6) 2011. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgeries. Medical records were received and reviewed. According to the medical records, the pt reported halos following her implant surgeries. Approx four months postoperatively, the pt reported occasional diplopia when laying in a certain position and looking sideways. This was corrected by changing positions. The pt felt her vision had decreased at near and distance since her surgery and at time seemed cloudy. Posterior capsule opacification was noted and a yag laser capsulotomy was performed for both eyes due to continued reports of halos, starburst around lights and trouble reading in dim lights. Following the yag laser, the pt reported her vision was about the same, with minimal if any improvement. She did note that she was able to drive better, but was still bothered by halos from headlights. The pt's near vision was okay, but she felt she has to have lots of light to be able to read. There are two medical device reports associated with this event. This report is for the left eye.